Event description:
It was reported to kendall as of 06/08/01 that a nurse at user facility has experienced a needlestick injury in 2001 from a monoject lancet which had not retracted after use. Device was discarded. User facility will determined lot number and call it in to kendall.